Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose values. Customer's blood glucose value was as low as 46mg/dl, value at the time of incident was 58mg/dl and treated with food. Later the values were 50mg/dla nd 70mg/dl, then customer had carbs. Insulin pump will not be returned for analysis.